Event description:
It was reported resistance was encountered when the 5f naviflex introducer was inserted into the femoral artery over a .035" guidewire. The arteriotomy was enlarged using a 6f dilator. Scar tissue was present at the site of entry from a previous stent placement. Following the procedure, while removing the introducer over the wire, it was noted the sheath braiding began to unravel and resistance was encountered. The guidewire was removed; reportedly the sheath material collapsed. At this point the physician was unable to reinsert the guidewire. The sheath was cut and the wire was inserted; the remainder of the introducer sheath was then removed. There were no consequences to the pt.